Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continous high blood glucose levels of 350-450 mg/dl. The customer delivered a manual injection to address bg level. The customer reported that the cause of the high bg levels were unknown. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.